Event description:
Foley catheter bulb would not deflate despite multiple efforts. Initially, 6ml sterile water removed but catheter not fully deflated. Staff also inserted 2ml air and removed but bulb not deflated. Guidewire introduced with no success. Mineral oil inserted into balloon and allowed to dwell for 10 minutes then staff was able to remove catheter. FDA safety report ID # (B)(4).